Event description:
A trillian surgical ltd 3.0/4.0mm headless cannulated screw driver bit came off from the orthopedic bone screw when placing it on a patient. Attempts to remove the 3.0/4.0mm headless cannulated screw driver bit with a pick and then with irrigation where unsuccessful.